Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: review of the black box data revealed records of rebooting. The battery compartment was confirmed to be cracked. The returned battery cap measured within the required specifications and secured properly to the pump. The pump powered on normally and was exercised for 24 hours without any interruption in power occurring. Investigation did not duplicate the power complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had an intermittent power issue and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.